Event description:
The customer reported that the device failed in testing.

Manufacturer narrative:
The customer reported that the device failed in testing. Philips evaluated the device and confirmed the test failure. The device was found to have a power supply failure. The device was repaired by replacing the power pca. The device passed all post-servicing tests and was returned to the customer.